Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements averaging around 100 ohms. Technical services (ts) was contacted and recommended reprogramming options and follow up. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b. Adverse event/product prob. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements averaging around 100 oms. Technical services (ts) was contacting and recommended reprogramming options and follow up. This rv lead remains in service. No adverse patient effects were reported. Further review of the information received noted that there is a gradual rise present on shock impedance measurements.